Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during establishment of final arm angle and after deployment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During establishment of final arm angle (efaa) the clip would relax open. Multiple efaa attempts were performed but the clip would relax each time. It was decided to proceed with deployment. Once the clip was deployed, the clip relaxed open and remained stable at that position. The procedure ended with mr reduced to grade 1. No further clips were implanted. There was no reported adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open during efaa and clip open while locked) and improper or incorrect procedure or method (failure to follow steps / instructions) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported unintended movement (clip open during efaa and clip open while locked) could not be determined. The reported improper or incorrect procedure or method was associated with the user proceeding with deployment without successful efaa. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated the following: one (1) fluoroscopic video of the reported device was provided. The delivery catheter (dc) shaft is partially extended and the clip is in a fully closed position (~10°) at the 00:00 mark of the video. This indicates the clip is fully grasped onto the leaflets leading into deployment maneuvers. As the video progresses, the clip arms slowly open to ~20° at the 00:06 mark. These are estimations based on visual assessment with the naked eye and are not confirmed. Presumably, the video was taken during active efaa check as it was reported that "during establishment of final arm angle the clip would open/relax". While it is evident that the clip arm angle changed in the video provided, the change appears to be = 10° which is within the expected range of normal behavior associated with the clip lock mechanism settling during efaa and not necessarily indicative of a cowl (clip open while locked) event. The video does not capture events beyond the efaa check. There are no additional observations based on the image provided.